Event description:
A report was received 01/2002 from a dr who had implanted a memorylens in a pt's right eye in 2000, which lens has opacified and was explanted and replaced in 2002. The dr also performed an anterior vitrectomy at the time of explant. The pt has a pre-existing medical history of hypertension. The dr's prognosis for the pt was listed as "good".